Event description:
Device was removed and replaced two days post-operative due to the physician's obseravation of an unidentified fluid on the implanted device.

Manufacturer narrative:
H.3 - the returned lens was inspected under 10x magnification. Gross amounts of unidentified dried substances, blood and foreign substances were observed, not inconsistent with an explanted intraocular lens. The condition of the iol precluded isolating and identifying the "fluid" observed by the physician. H.6 - manufacturing records were reviewed and no deviations noted. No additional reports of a similar nature were received for product manufactured in this lot.